Event description:
It was reported that a reflex-hybrid screwdriver "broke" intra-operatively. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.

Event description:
It was reported that a reflex-hybrid screwdriver "broke" intra-operatively. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Additional information: d4, d9, h3 have been updated to reflect receipt of the device and device lot number.

Event description:
It was reported that the tip of a reflex-hybrid screwdriver fractured intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Tip fracture was confirmed via visual inspection of the returned device. Wear and discoloration was identified on the teeth indicating extensive use after release. Complaint history was reviewed and no similar complaints for the reported catalogue number were identified. Device history records were reviewed and no relevant manufacturing issues were identified. The device has been in use for approximately 3.5 years. Based on the visual inspection and device age, the root cause of the reported event is most likely normal wear and tear. Factors such as consistent use of the instrument throughout its lifetime may cause fatigue and contribute to fracture.